Event description:
It was reported the system was explanted on (B)(6) 2019 due to the infection at the ipg site. The patient was treated with oral antibiotics. The infection is resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has an infection at the ipg site. The patient may undergo surgical intervention.